Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a new cardiac resynchronization therapy defibrillator (crt-d) was going to be implanted to replace another device due to normal battery depletion. The configuration for the left ventricular lead was tiplv to rv. The field representative programmed the lead to bipolar configuration and the outputs were 7v. The left ventricular lead was attempted to be implanted in the new crt-d as the patient was pacemaker dependent but no pacing was seen. Then the right ventricular lead was connected to the new device and once again no pacing was seen, and the external electrocardiogram showed loss of capture with the patients rate being 23 beats per minute. The physician requested a new crt-d while externally pacing the right ventricle. A new device was implanted with the existing leads with no further issues. A request was made to technical services (ts) for review of the case. No adverse patient effects were reported. Ts noted there was not enough information provided to really understand why the first device was not capturing. The device will need to be returned an analyzed. Ts discussed programming options and replacement steps. This device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.